Event description:
On (B)(6) 2014, the customer reported that the cardiac resynchronization therapy defibrillator (crt-d) with right atrial (ra) lead exhibited low out-of-range (oor) pacing lead impedance less than 200 ohms. Add'l info rec'd from field representative indicated that the cause of lead issue was never determined. Further, low oor lead impedance was confirmed through pacing system analyzer (psa). The ra lead was surgically abandoned. No add'l adverse patient effects were reported. The lead was actively implanted for approximately 9 years, 6 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.